Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's lead had migrated. The patient underwent a revision procedure wherein the lead was repositioned to the appropriate level. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient underwent a procedure wherein the lead was repositioned due to migration. The patient was doing well postoperatively. Additional information was received that lead migration was found through an x ray.